Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the robinson catheter appeared dated/dry in the packaging. The packaging was reportedly "opened and caught by st that it appeared outdated." The expiration date on the catheter was 31aug2022.

Event description:
It was reported that the robinson catheter appeared dated/dry in the packaging. The packaging was reportedly "opened and caught by st that it appeared outdated." The expiration date on the catheter was 31aug2022.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause could be due to an "operator error" during the drying process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.